Event description:
At the end of the aortic valve replacement, mitral valve repair, tricuspid valve repair and ablation for persistent atrial fibrillation, the patient was decannulated. Upon performing the final counts, it was noticed that that tip of the metal tip suction yankauer was missing. An x-ray was performed, and it showed that the tip was clearly in the mediastinum. Upon inspection of the mediastinum, it was not visible. The surgeon felt the tip was either in the left ventricle or the left atrium. At that point, the patient was re-heparinized. The patient was re-cannulated in the aorta and a dual stage venous cannula in the right atrium. Once appropriate act was obtained, the patient was commenced on cardiopulmonary bypass. The aorta was cross-clamped, and heart arrested with antegrade cardioplegia. The aortotomy was reopened. Upon inspection of the left ventricle, the tip of the metal suction yankauer was not visible. The left atriotomy was reopened. Upon inspection of the left atrial space, the metal tip was located in the left inferior pulmonary vein. The tip was removed.